Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in (B)(6) 2022. Although it was determined that the defects were likely caused by stress of repeated use, external factors or handling, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a bad angle. During inspection and evaluation, the bending section cover had fallen off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the number of broken wires in bending tube blade exceeds the specifications, due to a pinhole on bending section cover, water tightness is lost, adhesive on bending section cover has a chip, control unit has a scratch, grip has a scratch, angulation lever has a scratch, up/down and right/left plates have a scratch, video connector has a scratch and crack, light guide connector has a scratch, light guide cover glass has a scratch, video connector case has a scratch, and there are scratches on the lock engagement lever. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.